Event description:
Boston scientific received information that during a follow up out of range pacing impedances were revealed on this right atrial (ra) lead in the bipolar and unipolar configuration. Pacing failure and sensing failure was also observed. The patient was not symptomatic. A holter monitor will be done to evaluate this case further. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigaiton will be updated.

Manufacturer narrative:
Additional information provided noted that at this time the patient will be monitored and no changes to the implanting system has been made at this time.